Event description:
User called to request service stating that he tipped the device over twice while on vacation in europe. For 1st event, user reported that while descending a set of stairs with his wife's assistance, she pulled back and the device fell back on her. User would not discuss if his wife was injured - stated he did not care if information regarding injury was required for the investigation. For 2nd event, user reported that he has just finished climbing stairs and transitioned to balance function. User states the device fell over backwards. The user was not injured. While no injury was confirmed as a result of these events, this MDR is being filed due to the absence of confirmation of injury to the users wife, when the device reportedly fell back on her. This report corresponds to independence technology complaint # 782504 and 782793.

Manufacturer narrative:
Service was dispatched to clear a service wrench in response to a call from a user. A report on field service activity (sar) and a device checkout record (fcr) was forwarded to the complaint handling unit (chu) per standard operating procedure. The user has not reported any recurrence of the described event. The ecf (electronic configuration file) was evaluated once returned to the mfg. For the 1st event, the ecf shows there is only 1 controller failure in the file, which occurred in 2006, at 07:28 gmt. This was for a pitch limit exceeded, which indicates the assistant pulled too far back on the device while descending the stairs. It is likely, while descending, the assistant accidentally pulled back too much when slowing down the rotation, and caused the device to climb back up one step, and her footing may have not been prepared for that. As the file was not retrieved until one month later, only this single alarm is available. In reference to the 2 events in the order stated by the consumer, the stair event could not have caused a service wrench, since the 2nd event mentions transition to balance, which would be disable if the first event caused a wrench. For the 2nd event, no other alarms occurred in 2006, prior to the pitch limit controller failure. Event data was not available. No device malfunction is indicated by the ecf review.